Event description:
It was reported that a patient contacted a boston scientific website, and reported that the he was unable to operate his inflatable penile prosthesis (ipp) pump. No additional information was reported.